Manufacturer narrative:
(B)(4). Pump was received with intermittently unresponsive keypad. The pump passed the displacement test and self test. The pump failed the keypad voltage test. Test p-cap locked properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on the keypad trace. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, corroded battery tube, and corroded battery tube spring. Unresponsive keypad was confirmed during testing due to moisture damage on the keypad trace. Moisture damage was confirmed found on the battery tube and keypad trace. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the keypad in the insulin pump was not responding. Troubleshooting was performed and found that the customer did not receive a stuck button alarm. The customer stated that the numbers were ramping or the scroll bar was moving up or down with no input from the user (up/down button may be stuck). No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The product will be returned for analysis.